Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, abrasion marks were observed around the od of the flute, and the cutting edges are dented and dull. A likely cause of the event is wear and tear.

Event description:
On 11/17/2021 it was reported by a sales representative via (B)(4) that an ar-611-11 peg drill is worn. This was discovered during use in a procedure on 11/17/2021. The case was completed by swapping out the camera head.